Event description:
Pt reported taht over the past 1-2 months their infusion sets have come apart. Pt discovered problem and inserted a new infusion set before their blood glucose was impacted. No treatment was received.